Event description:
On (B)(6) 2009, the patient was implanted with four gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported that computed tomography images (date unknown) revealed a proximal type I endoleak. There was aneurysm enlargement, the aneurysm sac enlarged by 1.3mm within the last year. On (B)(6) 2014, there was a reintervention, and the physician treated the endoleak with aptus endostaples. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
Patient medications: ambien, advair, bystolic, flomax, hydrochlorothiazide, mobic, singulair, norvasc, and macular health vitamins. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.